Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a drawer failed and not detected on bus. A field service engineer inspected all cubies, verified the connections on the drawer, and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was not detected on bus. Customer stated that there was a delay in user dispensing the medication. There were no adverse events or injuries reported based on this event.